Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin pump error alarms were noted during testing. Moisture damage was found on the electronic assembly, force sensor and motor during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer stated the insulin pump was not exposed to a high magnetic field. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer assisted with performing displacement test and self test both test were passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.